Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary (B) (4) proximal conductor fractured. Full lead returned and analyzed.

Event description:
The lead was explanted and replaced due to "lead failure", returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported.